Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the customer had high blood glucose level of 400 mg/dl. Customer was treated with insulin pump and blood glucose level went down to 200 mg/dl. Customer declined troubleshooting for high blood glucose level. Customer stated that the reservoir compartment was cracked. Customer stated that the reservoir was able to lock into place. Insulin pump had power error detected alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Device trace download analysis confirmed the device alarmed power error 25. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed power error 25 due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the device was monitored and functioned properly. Device also received with broken belt clip rails and cracked case(battery tube).